Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation with an unspecified mentor saline breast implant and experienced postoperative right-sided deflation. As a result, the patient underwent removal and replacement with two mentor smooth round moderate profile prostheses (catalog #: 3501650, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2012. The date of implantation and event date were estimated as (B)(6) 2002 and (B)(6) 2012 respectively based on available information.